Manufacturer narrative:
Follow-up # 1: date of submission: 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: there were cs 064 call service alarms observed in the black box history. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.